Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the first deployment site measured high thresholds for the pacing lead. The lead was successfully placed at the second site. After that, during suturing, blood pressure, oxygen saturation decreased, palpitations and discomfort in the chest, and rate of native heart rhythm increased, resulting in a state of shock. An echocardiography revealed cardiac tamponade caused by perforation. Pericardiocentesis was performed. After that, the condition of patient was stable. The lead remains in use. No further patient complications have been reported as a result of this event.